Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call that the customer insulin pump alarmed button error. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is not expected to return for analysis.